Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 409 mg/dl. The customer reported that the battery icon was blank and there was black circle on screen. The customer reported that insulin pump did receive a low battery alert prior to the off no power alert and new battery resolved the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No unexpected battery power loss, low battery alarm and off no power alarm noted.